Manufacturer narrative:
Revision occurred due to ifnection after 15 months. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 15 months after the primary surgery, which occurred on (B)(6) 2024. No fall or other trauma reported. Revision occurred due to an infection accompanied by drainage and redness and was a total explant and replacement of the system. A 32/10 120 mm system stem, 24 mm + 6 lateralized baseplate, 32 mm eccentric glenosphere, 32 mm + 6 humeral standard cup, and 6 screws were explanted. These items were replaced with a 32/12 120 mm system stem, 24 mm + 6 lateralized baseplate, 36 mm eccentric glenosphere, 36 mm + 3 135/145* humeral stability cup, and 8 screws.